Event description:
Platelets decreased by 30% in 1 day on heparin 100 unit flush daily. Platelet induced antibody 0.888 od - drawn on day 3. Dose or amount: 100 units. Frequency: daily. Route: IV. Dates of use: 2009. Diagnosis or reason for use: pic line flush.